Event description:
It was reported that during a lap colon procedure, the jaws locked up on the device and were unable to be pried open. Another device was used to complete the procedure. There was no adverse consequence to the pt.